Event description:
Report 2 of 3: it was reported that during testing with bd phoenix¿ nid, there was there was a misidentification. Accession # (B)(4) is an escherichia coli that was mis-identified as citrobacter farmer. The repeat testing gave the expected result with the same panel lot. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of proteus mirabilis as morganella morganii and escherichia coli as citrobacter youngae and citrobacter farmeri when using phoenix panel nid (catalog number 448007) batch number 3213166. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The phoenix generated lab report shows proteus mirabilis and indole positive escherichia coli. The customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli l-1, e. Coli l-5, e. Coli l-6, proteus mirabilis l-8 and p. Mirabilis l-10. To investigate, one retention panel each from the complaint batch were tested using customer returned isolates e. Coli l-1, e. Coli l-5, e. Coli l-6, and p. Mirabilis l-10 on a phoenix m50 machine and evaluated for identification results. Also, one control panels each from the material but two different batches were inoculated with customer returned isolates e. Coli l-1, e. Coli l-5, e. Coli l-6, and p. Mirabilis l-10 to observe for misidentification. The panels tested with customer returned isolate l-1, l-5, l-6, l-8 and l-10 identified their inoculated isolate correctly. This complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed one additional complaint on complaint batch 3213166, related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
Report 2 of 3: it was reported that during testing with bd phoenix¿ nid, there was there was a misidentification. Accession # (B)(6) is an escherichia coli that was mis-identified as citrobacter farmer. The repeat testing gave the expected result with the same panel lot. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.